Event description:
Additional information received reported that the patient received assistance from their doctor or a manufacturing representative and their concerns were resolved.

Event description:
It was reported that the patient thinks their pump was not working. The patient noticed it started hurting more 2-4 days prior and on the day of report the pain really got bad. The pump was used to infuse clonidine, bupivacaine, prialt and dilaudid. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter; product ID 8590-1, lot# n253258, implanted: (B)(6) 2010, product type: accessory; product ID 8835, serial# (B)(4), product type: programmer, patient. (B)(4).